Manufacturer narrative:
H.6. Investigation: DHR review was performed and no ncr reported during production. No samples received for this complaint, picture was provided with clear view of the defect in question. After reviewing the picture provided, information was sent to molding plant villmarzana. Mechanical damage on the spike is most likely cause for the unevenness on spike component.

Event description:
It was reported that bd phaseal ¿secondary set c61 had foreign matter on the spike. This occurred on 5 occasions. The following information was provided by the initial reporter: particle / unevenness on spike.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd phaseal ¿secondary set c61 had foreign matter on the spike. This occurred on 5 occasions. The following information was provided by the initial reporter: particle / unevenness on spike.